Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. The customer also stated insulin was squirting out during the manual prime process. Customer's blood glucose was 224 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage on force sensor. No prime alarm noted. The insulin pump was unable to perform occlusion test due to prime/fill anomaly. The insulin pump had a cracked belt clip slot, cracked reservoir tube lip, minor scratches on lcd window and cracked case on display window corner.